Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated was used during an atrial fibrillation ablation procedure. It was noticed that during the procedure that the catheter tubing was punctured. The procedure was completed with no patient complications being reported.